Event description:
It was reported that the md attempted to insert the intra aortic balloon (iab) sheathless into the left femoral artery. This was not a successful insertion attempt. The md requested another iab and this iab was inserted without difficulties. Also see MDR #2242445-2009-00034 for first event.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.